Event description:
Implant didn't achieve full osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation. Vestibular pocket remains perfect